Event description:
The pt had a loss of therapeutic effect. The pt had x-rays and her physician discovered one of the "contact wires" had dislodged. The pt required surgery to reinsert the wire. Add'l info has been requested from her physician. The pt had a loss of therapeutic effect. The pt had x-rays and her physician discovered one of the "contact wires" had dislodged. The pt required surgery to reinsert the wire. Add'l info has been requested from her physician.